Event description:
It was reported by service report that the jack could not be raised. The customer reported that they did not know if there was pt involvement or if there were adverse consequence to report.

Manufacturer narrative:
MFR¿s investigation is still ongoing; if add¿l info is received, a follow-up report may be submitted.